Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using the perclose proglide device after a diagnostic procedure. Reportedly, after the device was deployed, hemostasis was not achieved. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Investigation of the returned device indicated that needle deployment and suture retrieval were successful as evidenced by both cuffs capturing the needles and approximately 1.5 inches of rail suture end attached to the plunger was cut. However, because the entire suture containing a knot was not returned, it could not be determined if the knot was successfully advanced to the arterial surface. The reported information did not specify any issue with the device. Based on the investigation, the reported product experience could not be confirmed and a definitive cause for the inability to achieve hemostasis could not be identified. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report. A review of the complaint handling database for this lot did not reveal any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.